Event description:
It was reported that during a device change-out insulation abrasion was observed. The lead was repaired with the guidant lead repair kit. No electrical anomalies were observed. The patients condition is good after the event.